Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) states: untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a hcp or requires emergency advanced life support to prevent permanent organ damage a batch record review was completed, and no discrepancies were found. All in the online inspections sampling were satisfactory. The batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 46/6 sc1 meca was manufactured under sap code 1728386 and manufacturing lot number 6002297on 17 july 2023. (B)(4) final units were manufactured. The batch record confirms this information. 1 nonconformity was identified during the manufacturing process of lot 6002297 (delamination). There are (11 or 3) complaints for the affected lot registered within trackwise. No photographs or samples were received for this issue. It was not possible to evaluate the reference samples in accordance with work instruction 3802038 for this complaint. The complaint cannot be confirmed as there is no photo or sample available or malfunction of the device to be investigate. As the batch record review yielded no discrepancies, and no photos or samples were received for the complaint, no non-conformance record was opened for this issue. This issue will be monitored through the post marketing survellience product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland it was reported that the patient faced an event where flow of insulin was blocked and was alerted by insulin flow blocked alarm. Patinet confirmed to change the set after one day. Patinet's blood glucose level was reported to be 303 mg/dl. Patient also had to visit the emergency room for a few hours and was treated with an insulin drip. Patinet reported nausea and feeling sick. Patient was advised to consider changing insulin reservoir and infusion set. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint ((B)(4)) states: untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a healthcare professional (hcp) or requires emergency advanced life support to prevent permanent organ damage. A batch record review was completed, and no discrepancies were found. All in the online inspections sampling were satisfactory. The batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 46/6 sc1 meca was manufactured under system application product (sap) code 1728386 and manufacturing lot number 6002297 on 17 july 2023. (B)(4) final units were manufactured. The batch record confirms this information. 1 nonconformity was identified during the manufacturing process of lot 6002297 (delamination). There are (11 or 3) complaints for the affected lot registered within database. No photographs or samples were received for this issue. It was not possible to evaluate the reference samples in accordance with work instructions (wi) for this complaint. The complaint cannot be confirmed as there is no photo or sample available or malfunction of the device to be investigate. As the batch record review yielded no discrepancies, and no photos or samples were received for the complaint, no non-conformance record was opened for this issue. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).